Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an internal device. It was reported that while the patient (pt) was recharging their unit that evening, it stopped as the battery no longer held charge. Pt needed it to do their job and needed a replacement battery as soon as possible. Pt was redirected to patient services and advised to have their equipment with them when they call. No symptoms were reported.